Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving gablofen (2000 mcg concentration, 922.4 mcg dose) via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient ended up at the hospital with the pocket open and the catheter access port visible. The hcp reduced the patient's dose by 30% on (B)(6) 2018, more on (B)(6) 2018, and the pump would be explanted by (B)(6) 2018. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown whether diagnostics/troubleshooting were performed. The return status was unknown; the hcp was notified the product should be returned. It was unknown whether the issue was resolved at the time of this report. The patient status at the time of this report was "alive - no injury." The patient¿s medical history included sci (spinal cord injury). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on (B)(6) 2018 indicated the patient came to (B)(6) clinical for a baclofen pump refill and changed from another hospital and when the patient came here they found the patients pump and catheter were already exposed. It was noted that they immediately sent the patient to the emergency room (ER). That was all the information there could provide. After that they did not know the plan or what they were going to do. No further complications were reported.